Event description:
It was reported that a lead integrity alert (lia) triggered two days post implant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Bipolar and rv tip-coil high impedance was noted, and a connection issue was suspected. Surgical revision was scheduled to check connection and lead status. The ICD and lead remained in use. During the revision procedure it was not possible to establish wireless communication with the ICD. Troubleshooting was performed and the revision proceeded. At the conclusion of the revision procedure, the ICD was re-interrogated and wireless telemetry was possible. It was also reported that during the initial implant of the ICD there was an device alert related to oversensing. No actions were taken, and the alert was not turned off during subsequent follow up visits. The ICD and lead remain in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947m62 lead, implanted: (B)(6) 2015. (B)(4).